Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It appears that nothing unusual was noted during the use of the device for the liver resection on (B)(6) is this correct? If not, please provide details. It is reported that the patient was rushed back in due to bleeding from the portal vein. It is also mentioned the patient still required rehab. Please clarify, had the patient been discharged from the hospital when this happened - were they still an inpatient, or were they receiving rehab treatment as an outpatient? If applicable, on what date were the discharged from the hospital? Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions has the patient recently had radiation of chemotherapy? What was the condition of the patient¿s tissues at the time of surgery? In the surgeon¿s opinion what was the cause of the post operative bleed 17 days after the procedure? Does the surgeon want to review/discuss the case with an ees surgeon? Is so, please provide a telephone number where he can be reached and we will make the necessary arrangements. Was patient being anti-coagulated? Had they had recent instrumentation? Ie angiography? Was it truly a portal vein bleed, or a duodenal ulcer, or hemobilia? Was an autopsy performed and if so will the results be made available for ethicon to review? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: it appears nothing unusual was noted during the use of the device for the liver resection on (B)(6) ¿ is this correct? If not, please provide details. Intact staple line, no bleeding, no post operative hematoma. It is reported that the patient was rushed back in due to bleeding from the portal vein. It is also mentioned the patient still required rehab. Please clarify, had the patient been discharged from the hospital when this happened - were they still an inpatient, or were they receiving rehab treatment as an outpatient? If applicable, on what date were the discharged from the hospital? The patient was still an inpatient (was never discharged) and was receiving rehabilitation. Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions female (B)(6) yrs of age; (B)(6) no other morbidity factors. Has the patient recently had radiation of chemotherapy? No. Was the patient being anti-coagulated? No. Had they had recent instrumentation? I.e. Angiography? What was the condition of the patient¿s tissues at the time of surgery? No sepsis identified, tissue was not necrotic. In the surgeon¿s opinion what was the cause of the post operative bleed 17 days after the procedure? Was this truly a portal vein bleed, or a duodenal ulcer, or hemobilia? Definitely the portal vein ¿ hemorrhagic shock, intra-abdominal hemorrhage, multi-organ failure. Was an autopsy performed? If yes, what was cause of death indicated in report? No. Can we obtain a copy of the autopsy report? If no autopsy was done, is the hospital attributing the patient's death to the pse45a failure? If yes, please explain how they arrive at this conclusion? This was the portal vein stump ¿ could not really see staples, but there was dehiscence and this is what the surgeon attributes as cause. Does the surgeon want to review/discuss the case with an ees surgeon? Is so, please provide a telephone number where he can be reached and we will make the necessary arrangements. No does not want to speak with ees sx. Describe what the staples looked like (staple shape). Could not really see staples describe where the malformed staples were located? The following summary of the event was provided by ethicon medical director after review of the additional information: upon review of the information available, I do not belief this represents a device-related problem. The hemorrhage occurred 17 days post op, from a branch of the portal vein. This vein is very thin-walled, and prone to disruption. If there was a device issue, particularly a malformed staple line, it is much more likely that the complication would have manifested itself immediately, or within a few hours after use. Seventeen days later indicates another clinical problem.

Event description:
It was reported that 17 days post op of a liver resection procedure, there was a malformed staple line which cause major hemmorhage and bleeding from portal vein. Patient was rushed back in to stop the bleeding and ligate the vessel. There was no signs of sepsis or radiated tissue that would cause this tear in the staple line and the only explanation is staple line dehiscence. Patient was in critical condition and on (B)(6) the patient died. Prior to death the patient presented with hemorrhagic shock. No devices will be returned.